Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended performing a vector breakdown. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended performing a vector breakdown. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.